Manufacturer narrative:
(B) (4). (B) (4).

Event description:
It was reported that the icm130v4 13.0mm implantable collamer lens was loaded and a tear was noted. The reporter believes the lens was received damaged.